Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient programmer (pp) and implantable neurostimulator (ins) were not working; the patient stated they were not feeling stimulation and was having a return of symptoms. The patient had a total hip replacement and was totally out of it on (B)(6) 2016. The patient had a tech turn it off before the surgery, however it was turned back on afterwards so they were not sure when it got turned off again. Troubleshooting revealed the implant was off, the patient could not get it to turn back on and kept getting poor communication afterwards. The patient noted the pp was not working and won't turn on. The patient also mentioned they had met with a manufacturer representative (rep) this week but did not know the date.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported that the patient programmer ended up getting wet and had water dumped on it on (B)(6) 2016. The programmer would power on, but it had lines running through the screen. There was no indication of patient harm. Additional information was received from a patient. It was reported the patient programmer (pp) and implantable neurostimulator (ins) were not working; the patient stated they were not feeling stimulation and was having a return of symptoms. The patient had a total hip replacement and was totally out of it on (B)(6) 2016. The patient had a tech turn it off before the surgery, however it was turned back on afterwards so they were not sure when it got turned off again. Troubleshooting revealed the implant was off, the patient could not get it to turn back on and kept getting poor communication afterwards. The patient noted the pp was not working and won't turn on. The patient also mentioned they had met with a manufacturer representative (rep) this week but did not know the date. Additional information was received from a patient. It was reported the patient had experienced the return of symptoms since (B)(6) 2016, the date of the surgery. This date conflicts with the previously reported date of (B)(6) 2016. The patient noted that the patient programmer (pp) had fallen into a tub and a glass of water fell on it. They noted the return of symptoms, loss of stimulation and patient programmer not working were resolved when they received a replacement pp. The patient mentioned they had met with a manufacturer representative (rep) at the healthcare provider (hcp) office and it was working fine again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.